Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implantable pacing lead implanting procedure, the lead dislodged while the sheath was slitting. Physician replaced with a new sheath to complete the procedure successfully. No patient complications have been reported as a result of this event.